Manufacturer narrative:
Added event description information.

Event description:
It was reported the diameter of the proximal aortic neck measured approximately 25mm. The balloon was reportedly filled to vessel profile using a 60cc syringe.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported after the trunk-ipsilateral leg component was implanted, touch up ballooning was performed. After the touch up ballooning, angiography reportedly showed the patient's aorta had ruptured proximal to the trunk-ipsilateral leg component. It was reported the balloon was completely within the device while inflated. The patient reportedly underwent surgical repair to treat the rupture. It was reported the patient tolerated the procedure. On the same day, the patient reportedly expired post procedure due to "profound coagulopathy and ongoing bleeding despite getting the aorta controlled."